Event description:
It was reported that the procedure was to treat the mid right superficial femoral artery (sfa) with moderate calcification. Atherectomy was not used and a 6fr short sheath was used for the procedure. Pre-dilatation was performed with a 6.0x80 mm non-abbott balloon and the 6.0x80 mm supera self expanding stent system (sess) was thought to have deployed the stent. The delivery system was being removed when the tip was noted to have separated. To retrieve the separated tip, the delivery system was removed but the stent was found to have deployed in the sheath. The stent ended up deploying near the femoral access site while the delivery system was pulled out of the anatomy. The separated tip was then retrieved via snare and the deployed stent was removed surgically. A non-abbott stent treated the target lesion. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during stent deployment the proximal end of the stent inadvertently deployed partially into the introducer sheath resulting in the reported activation/deployment failure. During device removal the tip interacted with the compromised deployed stent ultimately resulting in the reported tip separation. The treatment(s) appears to be related to the operational context of the procedure as the separated tip was then retrieved via snare and the deployed stent was removed surgically. There is no indication of a product quality issue with respect to manufacture, design or labeling.